Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 8mm from the tip and approximately 19mm long. There is blood present in the hub, inflation lumen, and balloon. The balloon is loosely folded. There is no indication the device was inflated over rated burst pressure. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 88% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, as pressure reached 14 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 88% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, as pressure reached 14 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.